Event description:
It was reported that on(B)(6) 2024 at 9:00 assisted physician with right femoral dialysis placement, syringe pumped saline prior to puncture, found puncture needle leaking, unable to pump fluid, found missing guidewire inside, and then replaced with another pair for normal use, prolonging the puncture time.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.